Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. Adhesions are a known inherent risk of surgery and listed in the instructions-for-use as a possible complication. No medical records have been provided and a sample was not returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent a left inguinal hernia repair and received a bard/davol flat mesh, lot number huvh0271 to repair the hernia defect. On (B)(6) 2013: the patient underwent an additional surgery due to intractable debilitating left inguinodynia secondary to the bard/davol flat mesh. The surgeon noted that the external oblique was ¿thickened and grossly involved in the scarring process¿ and the mesh was densely adherent to the external oblique. The ilioinguinal nerve was resected and the mesh was removed. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. It is alleged by the patient's attorney that the bard/davol flat mesh was defective.